Manufacturer narrative:
Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a vt ischemic procedure, the stockert generator reached a temperature of 80 degrees celsius despite of the temperature cut off being programmed to 65 degrees celsius. Approximately 10 - 15 ablations were performed. Power delivered was believed to be 20-30 watts. The malfunction was discovered by the ep tech that was running the stockert generator. No pt injury was reported. The user proceeded and finished the procedure.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
(B)(4). It was reported that the stockert reached a temperature of 80 degrees despite the temperature cut off being programmed to 65 degrees. The generator was returned to the service center for analysis. The temperature issue could not be duplicated. The generator was operating as expected. The current display was calibrated. Preventive maintenance and full functional and safety tests were performed and passed. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.